Event description:
Patient tested on the suspect device with an inr result of 7.7. The lab inr was 5.1. The patient was off coumadin four days prior to the tests. Controls were in range. The reporter stated they had another patient with lab differences and the details were not provided. The device was replaced and requested to be returned for evaluation.